Event description:
In 2004, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On an unk date, the physician discovered the aneurysm enlargement due to either a type ii endoleak or endotension. No sequela has been reported on this patient. Further information was requested.

Manufacturer narrative:
A review of the manufacturing paperwork will be conducted. Further information was requested. Images were sent to gore for analysis. The imaging investigation is going to be provided.